Event description:
It was reported that no abnormity noticed of the ventricular pace/sense lead prior to use. During ventricular pace/sense lead implant procedure, the lead was tried to be fixed to several different positions but tested thresholds were all high. Physician replaced the ventricular pace/sense lead to complete the operation, and tested parameters were ideal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.